Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the lifevest was irritating a scar from a previous procedure making the area red and hurt. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised to place gauze between the incision and lifevest for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.